Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/11/2025, it was reported by a sales representative via (B)(4) that an ar-6068-90r quickpass lasso wire was not passing through the tip of the lasso. " we tried back loading and front loading but the wire wouldn't budge. I think somewhere in the 90 degree curve there was a pinch or too extreme of a curve for the wire to pass. The tech noticed and did her troubleshooting before we gave it to the surgeon so all we did was discard it and open another one which worked just as planned." This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.